Event description:
During shift check, the autopulse platform (sn (B)(6)) wouldn't start compressions due to unknown error message. The user tried to trouble-shoot by replacing the battery and by re-positioning the lifeband and the manikin, but the issue persisted. No patient involvement. Based on the investigation, the unknown error message observed by the user was fault code 16 (timeout moving to take-up position).

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6)) wouldn't start compressions due to unknown error message" was confirmed during the functional testing and based on the archive data review. The cause for the reported complaint was due to fault code 16 (timeout moving to take-up position) and the root cause for the fault code 16 was due to defective drive train motor as a result of normal wear and tear of the autopulse platform. The autopulse platform was manufactured in 2016 and no preventive maintenance was performed since the time of its purchase. Upon visual inspection, noticed missing screws from the platform's cover and a crack on the front enclosure. The probable root cause for the physical damage could be due to mishandling or could be due to normal wear and tear. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The probable root cause for the encoder drive shaft problem was due to normal wear and tear. The observed physical damages and the encoder drive shaft problem were unrelated to the reported complaint. The missing screws and the front enclosure were replaced to address the physical damage. The clutch plate was deburred to address the encoder drive shaft problem. The autopulse platform failed initial functional testing due to fault code 16 displayed upon powering on. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the defective drive train motor (slipped bushing). When the bushing slips, the drivetrain motor will seize and unable to rotate. The drive train motor was replaced to address the reported complaint. The archive data review showed occurrence of fault code 16 on the reported complaint date. Upon further review of the archive data, observed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message, which is unrelated to the reported complaint. The load sensing system has detected a weight or load imbalance between the two load cells. The load cell characterization test indicated both load cell modules were over reported (defective). The load cells were replaced to address the ua07 error message. Upon replacement of all defective parts, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) wouldn't start compressions. The user tried to trouble-shoot by replacing the battery and by re-positioning the lifeband and the manikin, but the issue persisted. No patient involvement.